Manufacturer narrative:
The insulin pump was received with currents in specification. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with no vibrator alarm due to broken vibrator wire, black. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had absence of vibrate. Customer did not recall blood glucose level at the time of incident. Troubleshooting for the alarm was performed. The issue was not resolved. There was no vibration during self-test. The insulin pump will be returning for analysis.